Event description:
It was reported that this device was exhibiting suspected premature battery depletion (pbd). Analysis of the device memory confirmed the suspected pbd and device replacement was recommended within 90 days. No adverse patient effects were reported. As of today, the device remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device was exhibiting suspected premature battery depletion (pbd). Analysis of the device memory confirmed the suspected pbd and device replacement was recommended within 90 days. No adverse patient effects were reported. As of today, the device remains implanted and in service. New information received indicates that this device was explanted and replaced without incident.